Event description:
A report has been received in july 2005 from an investigator concerning a patient who had been enrolled in an investigator initiated study for hepatic graft preservation. The patient has a medical history significant for liver cirrhosis and alcohol use. In 2004, two days after the liver transplantation, the patient suffered from thrombosis in the left portal branch of the liver. Concomitant medications consisted of tarcrolimus, mycophenolate mofetil, and corticosteroid therapy. In the opinion of the investigator, the event is related to the surgical intervention rather then the use celsior. In the opinion of the sponsor of the study, the event is unexpected and possibly related to the use of celsior.